Manufacturer narrative:
The customer further reported the problem was first noticed before procedure. There was no patient injury, infection or medical intervention associated with this event. The incident occurred while the biomedical engineer was using contact cleaner to perform maintenance of the clv-190. There were no additional error codes. There were no corrosion or bent pins in the connector and no resistance when inserting the connector into the port. The scope was physically able to be inserted into the port and contact cleaning were on the electrical contacts. This device was inspected before use and no abnormalities noted. All settings were checked/correct and all connections and cables were secure.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: d8, g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. However, since the device was exposed to liquids, and the device was turned on with the non-specified lamp attached, the housing was severely short-circuited, and particularly around the connector where water would have been abundant, and around the power supply unit was seriously damaged. The scope connector was severely damaged due to excessive stress resulting in the scope communication error, b30. The chassis appearance failure resulted in a phenomenon in which the power was cut off due to overheating of the device. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: strictly observe the following precautions. Failure to do so may place the patient and medical personnel in danger of an electric shock. If fluids are spilled on or into the light source, stop operation of the light source immediately and contact olympus. Never install a lamp that has not been approved by olympus. The use of a non approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced light source unit was returned for evaluation. A preliminary physical inspection inside the unit found the unit was burnt inside with black smoke/char under the top cover, between lamp housing and the socket area. The unit accumulated dust particles and lint internally. The evaluation is currently in progress. The unit was last serviced via repair on (B)(6) 2017 for a b30 error; due to corrosion on contact pins of scope socket and also moisture stains spreads all over on scope socket. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified event, the evis exera iii xenon light source had connector issues and displayed a b30 error code. No patient injury or harm was reported.